Manufacturer narrative:
Follow-up #1 date of submission 07/11/2013 device evaluation:the pump has been returned and evaluated by product analysis on 06/13/2013 with the following findings:the keypad button cover was found to be intact. The down arrow keypad button was found to be intermittently responsive. All other keypad buttons were found to be responsive to button presses. There was evidence of contamination was found under the key contacts. Unrelated to the complaint, evaluation revealed a faded/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the down button is not responding consistently to user input. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.